Event description:
Chronic malfunction rv ICD (B)(4) lead was capped and abandoned. The pt's rv lead is revealing that its function is continuing to deteriorate. This lead is currently under advisory, and due to its current function, we have recommended she undergo a procedure which include capping the old lead, insertion of a new rv ICD lead and generator.